Manufacturer narrative:
At bench repair, the service engineer found that the device had a first-generation liquid crystal display (lcd) and ordered the second-generation lcd panel and the required parts needed to update the lcd for repair. Upon receiving the replacement parts, the service engineer performed the replacements, set the local customer time/date, cleared the event log, set factory settings, and successfully performed performance verification testing. The service engineer then confirmed that the reported issue was resolved, and the device was returned to service.

Manufacturer narrative:
The removed liquid crystal display (lcd) was returned to the product investigation lab (pil). The pil technician confirmed that the backlight portion of the lcd was faulty--the lcd was blank, verifying a backlight failure of the lcd; no graphics could be seen with the use of the lcd. The pil technician verified that the touch portion of the lcd operated as intended and concluded that the root cause was a failure of the lcd backlight. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the display was blank when the device was turned on. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was removed from service without any patient impact. The remote service engineer (rse) advised the bme of the latest version of the service manual and that a hydis display was likely installed. The rse provided the bme with the part numbers and prices of the parts that were needed for repair. The bme requested a quest bench repair.